Event description:
It was reported that episodes of non-sustained lead noise were recorded. Review of the stored egms showed the recording was likely due to oversensing wide qrs complexes. The patient will be closely monitored. Patient is in good condition.